Event description:
This lead was explanted for high threshold readings. During the process of freeing the lead from the pocket, it was damaged. A new isoline lead was implanted.

Event description:
This lead was explanted for high threshold readings. During the process of freeing the lead from the pocket, it was damaged. A new isoline lead was implanted.

Manufacturer narrative:
(B)(4) 2010. A response from the manufacturer is pending. (B)(4) 2011. Since the device was not returned for analysis, the manufacturing records were reviewed. The records did not reveal any abnormality, no conclusion can be drawn. Lead was not returned.

Manufacturer narrative:
(B)(6) 2010a response from the manufacturer is pending. Lead was not returned